Manufacturer narrative:
A ge oec service representative investigated the issue and found the malfunction was not present during trouble- shooting. Because of the malfunction, back plane was replaced and the generator calibration was verified. The system was tested, and operates as intended. The system was released to the customer for use. There was no reported injury or negative effect to any patient as a result of this malfunction. The facility was unable or would not provide patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system had maximm technique showing with no displayed image.